Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable results for multiple assays on their e601 analyzer. A pediatric consultant called the laboratory querying the thyroid results on two of his patients. Repeat testing revealed the initial results were incorrect. Further investigation showed there were several results where the initial and repeat results did not agree. Be repeating samples, the customer was able to determine the event occurred during a short time period. All tests run on this analyzer were affected during the time period in question and all the patient results were reported outside the laboratory. The customer stated the problem appeared to have corrected itself after that. The customer did not know if the analyzer was still producing incorrect results, and stopped using the module. The customer replaced the sample probe. A precision check was performed and the results were good. The customer then continued to test sample. All samples deemed urgent, such as troponin t, were repeated in the evening of (B)(6) 2014, and one result was found to be discrepant and a corrected result was telephoned to the clinicians. The digoxin results were also repeated that night and corrected results were telephoned to the clinicians. Most of the samples were repeated on (B)(6) 2014 and corrected results were issued that day. The remaining assays, such as parathyroid hormone and free triiodothyronine were repeated on (B)(6) 2014. The customer provided data for 118 patients, 73 of which had discrepant results. The units of measure were requested but not provided. The customer stated that most of the samples were gp requests, and it was unlikely that any action would have been taken before (B)(6) 2014. The customer was unaware of any patients being harmed by the reporting of the incorrect results. The reagent lot numbers and expiration dates were requested but not provided. The field service representative went on site and checked the analyzer which was running ok. He found the first procell straw filter was loose, allowing air into the procell lines when the reagent levels were low. He cleaned the blocked extra wash system drain. Performance testing was done which was exceptionable.